Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after deploying a xience v stent within the pre-dilated mid lad, the physician noticed a dissection at the distal edge of the stent. This was treated with deployment of a smaller stent which covered the lesion. The pt was discharged the following day. There is no additional info available.

Manufacturer narrative:
Results and conclusion summation - the pt effect of a dissection is listed in the xience v IFU for the spirit small vessel clinical trial and the no-fault risk assessment as a potential adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. The IFU states:implanting a stent may lead to a vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stent, or other). Reportedly, there was no report of any product malfunction identified during the procedure and the dissection was successfully treated with placement of an additional stent.